Event description:
Additional information received reported that this patient had both of his leads replaced yesterday due to high impedances on all 16 electrodes and altered stimulation. It was also reported that all electrodes had > 20,000 ohms for impedances.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a ¿loss of the implantable neurostimulator (ins)¿ on the left. It was noted that there was a loss of stimulation and therapeutic effect. It was further noted that the patient had ¿several falls¿ in the last two months prior to report on ice. Actions required as a result of the event included reprogramming. Diagnostics included impedance testing. The product status was implanted and remains in service. The event occurred during normal use. It was unknown if there were any patient symptoms or complications associated with the event. The patient¿s status was alive with no injury. Additional information received reported than an x-ray was planned. It was noted that the cause of issue was impedance of >10,000 ohms on electrodes 3-7. There were no interventions taken or planned. The patient outcome was that the ¿rp completed¿ and they would see if stimulation remained on electrode 0-3. Additional information received reported that the manufacturer representative would provide the results of the x-rays as soon as they became available. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was further reported that the patient had been scheduled for a lead revision on 2014-(B)(6).

Manufacturer narrative:
Analysis of the stimulation lead (serial # (B)(4)) found that the stimulation lead body conductor was broken. All of the conductors were broken 20.3 centimeters from the distal end of the lead. The anchor site was unknown. Analysis of the stimulation lead (serial # (B)(4)) found no anomaly.

Event description:
It was further reported that the patient had excellent stimulation and pain relief after the revision.